Event description:
Pt underwent arthroscopy and repair of anterior cruciate ligament; left knee. Portable x-ray of left knee in post anesthesia recovery area revealed fragment of guide wire in knee. 10/22/98 - arthroscopy and removal of guide wire fragment left knee.